Manufacturer narrative:
(B)(4). Information was not provided. H6: result: wedge band bent. Evaluation summary: the analysis results showed that one instrument was returned non-functional due to a bent wedge band and with a reload cartridge loaded. The returned cartridge was noted to have a wedge bypass. The left side was noted to be fully fired and the right side was noted to be unfired. This damage is consistent with an improper loading technique. If the reloading instructions are not followed and the cartridge is loaded improperly into the channel of the instrument, the cartridge and instrument could become damaged.

Event description:
It was reported that when the device was used during an open gastric bypass procedure, the scrub nurse could not properly load the cartridge after firing. Another device was used to complete the case. There was no reported patient consequence.